Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. Pre-procedure measurement showed that the maximum aneurysm diameter was 48mm and the maximum vessel diameter in the right common iliac artery was 23.2mm. Trunk-ipsilateral leg component (rmt261418j/11532571) and two contralateral leg components were successfully deployed. The patient tolerated the procedure. Later on a follow-up study, a type ii endoleak originating from the inferior mesenteric artery was confirmed. Aneurysm enlargement was also revealed with this endoleak (exact amount of enlargement was unknown). On an unknown date, a reintervention was performed whereby the inferior mesenteric artery was embolized. Later on a follow-up study after the reintervention, aneurysm diameter had further enlarged to 76.1mm. Additionally, the right common iliac artery had become aneurysmal with its maximum diameter increasing to 31.4mm. It was reported that lack of wall apposition was revealed on the proximal end of the trunk-ipsilateral leg component and on the distal end of the right-side contralateral leg component (plc271200j/12499901), so that type I endoleak (proximal and/or distal) was suspected. On (B)(6) 2018, another reintervention was performed whereby an aortic extender component was deployed proximal to the trunk-ipsilateral leg component. Also, two contralateral leg components were implanted for distal extension of the right leg into the right external iliac artery. The patient tolerated the reintervention procedure.